Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she has received no delivery alarms. Customer stated that the first one occurred during bolus. Customer changed the infusion set and reservoir and received another alarm during prime. She stated she has wasted 3 infusion sets and 1 reservoir. Customer was advised to disconnect and reconnect the tubing and reservoir; insulin did not exit at manual prime. She was instructed to connect a new infusion set with current reservoir; insulin exited the tubing and the insulin pump did not alarm no delivery. Blood glucose value is 185 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.